Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was report via trial that in 2008, the patient underwent stenting of the proximal rca (pre-dilated) with a xience v stent. In 2009, the patient experience dyspnea and retrosternal pain. Molsidomine was given as treatment. The following month, the patient was hospitalized with chest pain. Troponin, ck and ck mb measurements were elevated. One week later, a diagnostic coronary angiogram was performed which revealed in-stent restenosis. Planned treatment was a coronary artery bypass graft. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Angina and stenosis, as listed in the xience v IFU are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant. It is possible that the dyspnea, elevated enzymes and angina are secondary effects of the stenosis which required CABG surgery and hospitalization. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.